Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient pulled the impella back and the impella stopped. The surgeon kept the pump at p0 and the impella 5.5 was explanted.

Manufacturer narrative:
The investigation for the positioning issue and the pump stop has been completed. No product was returned for evaluation. Data logs were reviewed and the right logs at end of case show the pump was pulled into the aorta when a motor current spike of 30000 occurred and alarm #115, "impella stopped (rpm deviations)" was triggered. Clinical details noted that the patient pulled the pump back 5-7cm on day of explant and pump stop occurred at that time. The root cause of the pump stop was most likely due to an electrical open as pump stopped when patient pulled impella.